Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon receipt at heartsine, the device would not power on via the on/off button, as per the reported fault. This was attributed to corrosion on the on/off button contact pads on the membrane. The fault could not be replicated after clearing the corrosion. The device was scrapped by heartsine and the customer was provided with a replacement device.